Event description:
The pt is 7 1/2 months pregnant. She had been obtaining high blood glucose readings on suspect device. Her dr had increased her insulin dosage based on suspect device readings on 3/8/1999. On 3/9/1999, the pt felt symptomatic of low blood glucose and fainted. A friend tested the pt's blood glucose on suspect device and was 87 mg/dl. At the same time the paramedics tested on their device and her blood glucose was 47 mg/dl. She was taken to the hosp and given a glucose IV and her medications were changed back to original dosage.